Manufacturer narrative:
Investigation of the returned device and the control unit log file found evidence of fluid contamination within the electrical connector.

Event description:
When the ekosonic device was placed, initially it would not run. Icons on the control unit indicated that fluid had entered an electrical connector causing invalid thermocouple readings. The user continued to attempt to run the device. At some point, the thermocouple readings stabilized such that therapy started. When the device and the log file from the procedure were returned to ekos for investigation, it was discovered that because of the fluid in the connector, several of the thermocouples reported artifically low readings. Therefore, the actual temperature of the device during operation was higher than intended. No injury to the patient was reported.